Event description:
It was reported a patient underwent an open heart surgery procedure on an unknown date and suture was used. During the procedure, it was reported by the facility nurse the sutures were ¿falling apart¿ while being used on the patient. No additional information provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Two devices have been identified as involved: m8711 / lot 107gdc and an unknown product code / lot 10c0008. - could you please confirm the product code and lot number of the second box involved? Lot 10c0008 was not recognized in the system. If this information differs, please provide clarification. - due to the reported number of products involved, could you please confirm the total number of sutures that broke? Additionally, please specify how many correspond to lot 107gdc and how many to the second box. - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - were there any patient consequences? - please provide the title of external person providing answers no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.